Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 16-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The reported power complaint was unable to be investigated due to the blank display. The pump cover was removed, to find a cracked eeprom component. The eeprom failure was the cause of the blank display.